Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA-(B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 3. The patient's drain volume was 4148 ml and the prescribed fill volume was 2500 ml; this meets iipv criteria. According to the nurse, the patient did not report feeling full or draining an excessive amount for the occurrence date of this event. The patient has received a new cycler and has continued therapy, however, he is concerned with overfill due to receiving the recall letter. There was no patient injury or medical intervention.